Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous low electrolytes results. Customer reported that the rerun results were in normal range. Customer reported that the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the carbon bridge, the sodium reference electrode, the calcium electrode, the carbon dioxide membrane and the electrolyte injection cup quad ring and valve. The fse bleached the flowcell, the fse verified performance.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR# 2050012-2012-01450.